Event description:
It was reported that the patient presented to the clinic after feeling a shock. Interrogation gave an alert message of possible output circuit damage. Patient had multiple episodes with atp therapy. The charge was aborted and the episode diagnostic had a message of possible output circuit damage and aborted charge. Data suggested a lead anomaly. Both the ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.